Event description:
Per tm: cable strain relief has pulled out of the case. (B)(6) 2021: evaluation confirmed exposed wires.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of cable strain relief has pulled out of the case was confirmed. The cable has been pulled away from the sherlock sensor enclosure exposing the wires. The root cause is a sensor failure due to use of device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.